Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Logic board- chip failure (B)(4). Biomed has a 8100 module giving him a 210.5020 error. Sn: (B)(4). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: biomed tried another logic board and got the same error. Recommended to replace the display board or send in unit for repair. Biomed will replace board and call back if further assistance is needed.